Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
User facility reported that during the pt fio2 became low. The physician noticed that the tube was bent and unable to support the weight of the vent tubing, preventing acceptable ventilation. The tubing was adjusted and ventilation improved. No permanent adverse effects reported.